Event description:
The home pt (hp) reported overfilled with solution while using the homechoice cycler for apd therapy. The pt performed a manual midday exchange of 2500mls prior to the start of apd therapy. The hp at the start of apd therapy, repeated "low drain volume" alarms during the initial drain. The hp did not know if pt bypassed the alarm and advanced the cycler into fill 1, at which time the cycler delivered the programmed fill volume, 2500mls. The hp continued therapy to completion with no difficulties and did not feel overfilled at any time during the apd theapy. The hp changed the clothes in the morning, pt noted a bubble around the navel. The hp subsequently was examined by the doctor and was determined to have a hernia. No intervention is planned at this time. The hp has since switched to performing capd exchanges and no longer uses the homechoice cycler for apd therapy.